Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Button error alarm wasn't verified due to blank display. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported via phone call, he fell into the pool and the device started to act up, it also alarmed button error. Customer's blood glucose was 290 mg/dl. Customer had fallen into the pool. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.